Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) but returned to olympus beijing sales & service co., ltd. (Ocsm). According to the evaluation by ocsm, the following was found. The subject device was leaked. The metal tube of the insertion section was curved and rust. The surface of the insertion section had scratches. The ccd cable was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During ureteroscopic lithotripsy, angulation of the subject device became locked. The user continued to use the subject device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.